Manufacturer narrative:
H4: device manufactured on march 2023. H10: the device was received for evaluation. A visual inspection was done which observed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set was detached form the chamber which resulted in a leak. The patient felt dampness on their arm. This was identified during patient use. The device was connected to 5% dextrose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.